Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring was missing or broken from the attorney of the family. The information received on (B)(6) 2021. Attorney reporter alleged that use of medtronic insulin pump caused personal injury to the customer on (B)(6) 2019. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. The information provided with the initial report in section h6 (4644) was incorrect.

Event description:
There was only hyperglycemia on (B)(6) 2020.

Event description:
This case is for the april 8, 2020 event. Please see (B)(4) for the january 27, 2020 event. Please see (B)(4) for the august 18, 2020 event. The customer was using mmt-1780k (670g, (B)(6)) and mmt-1780kpk (670g, (B)(6)). On november 15, 2021, the attorney of the customer reported missing or broken retainer ring caused personal injury. Later, the following were reported. The reported adverse events were hyperglycemia on (B)(6)2020 at 09:45am with hospitalization, hypoglycemia and hyperglycemia on (B)(6)2020 at 5:17pm with emergency room and doctor's visit, and hypoglycemia and hyperglycemia on (B)(6)2020 at 09:42am with hospitalization. Symptoms were nausea, vomiting, cold sweats, crapping/muscle spams, dizziness and severe headaches. Customer was treated with insulin and intravenous fluids. Customer took amitriptyline, which can cause blood glucose to be too high or too low. Attorney of customer said there were two critical error alarms and insulin pump died. Retainer ring was cracked and was loose (could wiggle it) but reservoir was able to lock into place. Customer alleged insulin pump malfunctioned. Customer said they had ulcers and abscesses at site where pump connected to the body and allergic reaction to the glue. Insulin pump sn (B)(6) was associated with april 8, 2020 event and returned under (B)(4). Insulin pump sn (B)(6) was associated with january 27, 2020 event and returned under (B)(4). It was unknown if (B)(6) or (B)(6) was associated with the august 18, 2020 event. Insulin pump was used at the time of the incident. Customer used a competitor's sensor. Auto mode was not used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event has been updated and provided with this report in section b3.